Event description:
Non-integration. It was reported that the implant failed to integrate and were removed.

Event description:
Non-integration. It was reported that the implant failed to integrate and were removed.